Event description:
It was reported that during a procedure with this fiber, it broke and fragments fell inside the patient. It was said that the fragments were retreived and the procedure was completed with the same fiber.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, h6 evaluation conclusion code.

Event description:
It was reported that during a procedure with this fiber, it broke and fragments fell inside the patient. It was said that the fragments were retrieved and the procedure was completed with the same fiber.